Event description:
It was reported that patient presented with muscle stimulation in their upper left leg. Further investigation revealed that dislodgement of their right ventricular leadless pacemaker (lp) to the left iliac vein was the cause. The device was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported events of device dislodged or dislocated, and therapy delivered to incorrect body area were not confirmed. Visual inspection indicated the helix length was within specifications. Further analysis performed indicates the device exhibited normal device characteristics. Review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.